Manufacturer narrative:
Conclusion: according to the information received from the field the recipient had not longer benefit with the device due to a post-operative migration of the floating mass transducer/ rws coupler. A revision surgery was performed during which the device was accidentally damaged. Device investigation only found damage on the conductive link between fmt and implant demodulator, as it appears typical for having been caused during surgical intervention. This is a final report.

Event description:
The user no longer had benefit from the device and the floating mass transducer (fmt)/ round window soft (rws) coupler had migrated post implantation. The device was explanted and the user received a new device during the same surgery.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The surgeon inadvertently damaged the device when trying to reposition the round window soft (rws) coupler. The device had to be explanted and the user was re-implanted.